Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) reported dizziness. In addition, the heart rate via their blood pressure monitored revealed 45 beats per minute (bpm). The patient expressed concern as the lower rate limit was set to 60 bpm.

Manufacturer narrative:
Technical services advised follow-up with their physician. Resolution was requested from the field. The clinic reported that they are taking care of this issue, not disclosed as to how or the extent. Information suggest the device remains in-service. Should additional information become available this event will be updated. The device was explanted over fifteen months later as the patient required an upgraded device for more available therapies. It was replaced with a non-boston scientific device.